Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two pieces. Analysis found external insulation abrasion at 7.0 to 8.5cm and 18.3 to 19.0cm from the distal tip, consistent with friction to another d device. The etfe coating was intact at these locations.